Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23 mm navitor valve was implanted using a small flexnav delivery system (ds) and small navitor loading system (ls). The patients measurements were the diameter of valsalva left: 25.3 mm, right: 24.8 mm, non: 26.7 mm; height of valsalva left: 16.8 mm, right: 16.3 mm, effective orifice area: 306.3 cm2, perimeter of annulus: 63.7 mm, ascending aorta diameter: 30 mm, length of the membranous septum: 2.5 mm. There was no calcification from the annulus to the subvalvular to lvot. There were no abnormal findings during the operation and the device was implanted at a depth of 5 mm ncc and 5 mm lcc. On (B)(6) 2024, the patient returned due to developing bradycardia and suffered temporary cardiac arrest. Sick sinus syndrome developed postoperatively. A temporary pacemaker was implanted and the patient is currently admitted to ICU for infection. It's planned to implant a permanent pacemaker. The physician believes that the navitor is not a direct cause. The patient is currently hospitalized.

Manufacturer narrative:
An event of bradycardia, temporary cardiac arrest, infection, sick sinus syndrome was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported bradycardia, temporary cardiac arrest, infection, and sick sinus syndrome could not be conclusively determined. The reported unexpected medical intervention and hospitalization was a result of case-specific circumstances as the patient was admitted to the ICU for infection and a temporary pacemaker was placed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23 mm navitor valve was implanted using a small flexnav delivery system (ds) and small navitor loading system (ls). The patients' measurements were the diameter of valsalva left: 25.3 mm, right: 24.8 mm, non: 26.7 mm; height of valsalva left: 16.8 mm, right: 16.3 mm, effective orifice area: 306.3 cm2, perimeter of annulus: 63.7 mm, ascending aorta diameter: 30 mm, length of the membranous septum: 2.5 mm. There was no calcification from the annulus to the subvalvular to lvot. There were no abnormal findings during the operation and the device was implanted at a depth of 5 mm ncc and 5 mm lcc. On (B)(6) 2024, the patient returned due to developing bradycardia and suffered temporary cardiac arrest. Sick sinus syndrome developed postoperatively. A temporary pacemaker was implanted and the patient is currently admitted to ICU for infection. It's planned to implant a permanent pacemaker. The physician believes that the navitor is not a direct cause. The patient is currently hospitalized.

Manufacturer narrative:
Additional information: b5, h6 - health effect - impact code - surgical intervention. An event of bradycardia, temporary cardiac arrest, infection, sick sinus syndrome was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported bradycardia, temporary cardiac arrest, infection, and sick sinus syndrome could not be conclusively determined. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances as the patient was admitted to the ICU for infection and a temporary pacemaker was placed. The reported surgical intervention was a result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23 mm navitor valve was implanted using a small flexnav delivery system (ds) and small navitor loading system (ls). The patients measurements were the diameter of valsalva left: 25.3 mm, right: 24.8 mm, non: 26.7 mm; height of valsalva left: 16.8 mm, right: 16.3 mm, effective orifice area: 306.3 cm2, perimeter of annulus: 63.7 mm, ascending aorta diameter: 30 mm, length of the membranous septum: 2.5 mm. There was no calcification from the annulus to the subvalvular to lvot. There were no abnormal findings during the operation and the device was implanted at a depth of 5 mm ncc and 5 mm lcc. On (B)(6) 2024, the patient returned due to developing bradycardia and suffered temporary cardiac arrest. Sick sinus syndrome developed postoperatively. A temporary pacemaker was implanted and the patient is currently admitted to ICU for infection. On (B)(6) 2024, a permanent pacemaker was implanted. The physician believes that the navitor is not a direct cause. The patient is currently hospitalized.